Manufacturer narrative:
The investigation has determined that higher than expected sodium results were obtained from a non-vitros biorad quality control fluid and a vitros performance verifier (pv) using vitros chemistry products na+ slides lot 4230-1035-0043 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. Quality control results for two different vitros assays were higher than expected. While obtaining the higher than expected qc results, the condition codes te6-47j, te6-47e and u90-321 were obtained on the vitros 5600 integrated system. These condition codes are indicative of a sample metering issue. The customer replaced the piston cap on the metering proboscis of the vitros 5600 integrated system and then recalibrated the assays. Following the recalibration events, qc results returned to expectations. Based on historical quality control results, a vitros na+ lot 4230-1035-0043 performance issue is not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected sodium results obtained from non-vitros biorad quality control (qc) fluids and from vitros performance verifiers using vitros chemistry products na+ slides on a vitros 5600 integrated system. Biorad lot 45860 l1 results of 182.9, 183.0, 183.2, 183.2 and 183.2 mmol/l vs the expected result of 116.6 mmol/l. Vitros pv I lot p7690 results of 182.7 and 182.6 mmol/l vs the expected result of 116.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained from quality control fluids and were not reported from the laboratory. No patient sample results were affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).